Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured intraprocedural episodes of bradycardia with a possible relationship to the impella device used: during the procedure patient had episodes of bradycardia with rates in the lows 40 bpm and tachycardia with rates in the 110s-120s with a left bundle branch block morphology. The patient recovered with no sequelae. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding from right groin access site with a probable relationship to the impella device used: bleeding from right groin access site, pressure applied for 20 minutes and pressure dressing applied per interventional cardiologist (ic) fellow. Ic fellow reassessed the site and appeared normal. Fellow reassessed the next morning and access site appeared normal 8/21/24: I did examine her right femoral access site and noted that there was no significant ecchymosis or hematoma and she had palpable pulses. The patient recovered with no sequelae. Furthermore, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right groin hematoma with a probable relationship to the impella device used: no evidence of pseudoaneurysm of the right lower extremity. Incidental finding: well-defined hypoechoic nonvascular mass located in the right groin measuring 0.36 x 0.77 cm. Patient presents to catheterization lab for evaluation of right groin. Patient is hemodynamically stable. Groin noted to have small approximately 2cm long by 1 cm wide hard, nontender area of swelling. Femoral pulse 2/2. Area of bruising on groin noted but healing. Patient had ultrasound this afternoon which showed small hematoma but was negative for pseudoaneurysm. The patient outcome is unknown. The patient survived the events.

Manufacturer narrative:
G.2: revised report source as study was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21839.